Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the ground connection was not functioning and the hard drive needed to be replaced. No conclusion can be drawn as repair information is not available.